Manufacturer narrative:
Product complaint (B)(4). Additional information received on 13-apr-2019 , indicated that the pulserider implant could not be released or delivered when the prowler select plus microcatheter was withdrawn. It was reported that ¿while unsheathing the pulserider, instead of staying in the aneurysm as the microcatheter came back, so did the pulserider¿. The pulserider was ¿stuck¿ in the microcatheter and ¿came back¿ during deployment despite maintaining forward force on the delivery wire. It was also reported that there was ¿perhaps some¿ resistance felt advancing the pulserider through the microcatheter. The physician also had difficulty withdrawing the pulserider back into the microcatheter, requiring that the devices be removed as a unit from the patient. The coils remained in the aneurysm as the devices were removed. The physician felt that the aneurysm was adequately coiled. The complaint pulserider was not deployed in the patient. The devices did not appear damaged at any time and an adequate and continuous flush was maintained. The physician did not apply undue force when handling the devices. The event did not result in a clinically significant procedural delay. The aneurysm was 4-5mm with a 3mm neck. The branch artery angles were approximately 90° relative to the axis of the parent vessel artery. As indicated in the instructions for use (IFU), the pulserider and prowler select plus microcatheter were carefully advanced as a unit until the microcatheter tip was positioned just proximal to the aneurysm neck and at the level of the vessel bifurcation. The delivery wire and microcatheter were gently pulled back until the excess slack was removed and the tip of the microcatheter began to move, and this step was continued until proper until required orientation was achieved. The device was rotated as it was being retracted and advanced without rotation to minimize stored energy in the delivery wire during deployment. The device was not torqued or rotated with the distal section deployed. The delivery wire was held stationary while withdrawing the microcatheter. The pulserider had been recaptured successfully about 1-2 times, and the recapture was performed as per the IFU by advancing or retracting the microcatheter to sheath the implant into the microcatheter lumen. The stent had not been deployed beyond the recapturability limit listed in the IFU. No further information was provided. E-mail notification was received on 24-apr-2019 indicating that this complaint is a duplicate of previously reported complaint (B)(4). (MFR # 1226348-2018-00759). Therefore, all further information/communications will be submitted under MFR # 1226348-2018-00759. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. Date of event - the event date was not reported. Lot #, catalog #, UDI #: the catalog and lot number were not reported; UDI unavailable. [Complaint conclusion]: as reported by a healthcare professional, during a neck reconstruction-assisted coil embolization of a carotid terminus aneurysm with tortuous vessel anatomy, while attempting to deploy the pulserider t (unk catalog & lot) device in a hybrid position, the device became stuck inside of the prowler select plus (unk catalog & lot) microcatheter. The unspecified coils remained in place inside of the aneurysm, but removal of the pulserider t and prowler select plus microcatheter was necessary. The procedure was completed without further incident following redeployment of the pulserider device via a competitor microcatheter. No patient complications occurred as a result of the event. Multiple attempts to obtain additional information were unsuccessful. The prowler select plus was not returned for evaluation. In addition, the sterile lot number was not reported; therefore, a review of the manufacturing documentation could not be conducted. Catheter obstructed is a known potential failure associated with the use of the device. With the limited information available and without the product return for analysis, the reported customer complaint could not be confirmed. In addition, without a lot number to conduct a device history record review, it is not possible to determine if the reported failure could be related to the manufacturing process of the unit. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and without the return of the complaint device; however, it is possible that procedural and handling factors may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008680601-2019-00561.

Event description:
As reported by a healthcare professional, during a neck reconstruction-assisted coil embolization of a carotid terminus aneurysm with tortuous vessel anatomy, while attempting to deploy the pulserider t (unk catalog & lot) device in a hybrid position, the device became stuck inside of the prowler select plus (unk catalog & lot) microcatheter. The unspecified coils remained in place inside of the aneurysm, but removal of the pulserider t and prowler select plus microcatheter was necessary. The procedure was completed without further incident following redeployment of the pulserider device via a competitor microcatheter. No patient complications occurred as a result of the event. Multiple attempts to obtain additional information were unsuccessful.